Event description:
It was reported to boston scientific that a captivator snare was used in the colon for a colonoscopy procedure performed on (B)(6) 2026. During the procedure the snare broke. Procedure was completed with an alternative device. There were no patient complications as a result of this event. Note: this pertains to device one of two used in the same procedure.

Manufacturer narrative:
Block d4, h4: the complaint was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a0401 captures the reportable event of loop break. Device evaluation. The device was not returned for analysis; therefore, a technical analysis could not be performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on the event description and information provided by the customer there is not enough evidence to determine whether the loop break was due to the physician's technique during the procedure or was related to a device malfunction, "cause not established" is selected as the most probable cause for this event. All compiled information on this investigation determines that the most probable cause is "cause not established". No further escalation is required.